Event description:
It was reported that the hcp administered a "trial shot for lower leg". Subsequently, the pt experienced spasms. The pump was in flex mode. It was later reported while the implantable pump was in operation; a 50 mcg screening dose was given at l4/5. Observation of the lower extremities revealed that the dose was very effective. The following day, the pt experienced general convulsions and loss of consciousness. A catheter replacement procedure was performed. The pt was recovered at an assessment in 2009. Per the reporter, the event was unrelated to the drug. The relationship to the device system was unk.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider. On (B)(6) 2009 an overdosage consisting of generalized convulsions and loss of consciousness occurred, but was then resolved. The healthcare provider assessed the causal relationship of the event as unrelated to the pump, programmer, and technical handling, but unknown if it was related to the catheter. The doctor gave the opinion that the onset of overdosage (convulsions, loss of consciousness), might have been due to overdosage of the drug solution. According to the obtained information, no device failure was confirmed; thus, it was considered that the drug was administered. However, the intended treatment effects could not be achieved. This was considered due to an inappropriate dose setting or the development of drug resistance in the patient despite an appropriate dose setting and thus these events were considered unrelated to the device. The doctor initially considered that it was an adverse event due to gabalon, but then determined the event to be related to the patient¿s mental issues. Thus, convulsions were not determined to be adverse events.